Event description:
The customer contact reported that the pump was returned to the biomedical dept with an unsigned note that stated, "loading dose set for 1 mg, delivered 3 mg." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the device was in use.